Event description:
Arthrocentesis was done 40 cc were removed from the left knee, and 20 cc were removed from the right. Symptoms: dizziness, joint swelling. Suspect drug # dosing: intra-articular. Dose or amount: 2ml. Frequency: qweek. Route: other. Dates of use: 2009. Diagnosis for use: pain. Event abated after use stopped: yes.